Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges a leak occurred during basal delivery. Caller reported insulin leaking from where the luer lock connects to the cartridge through the adapter. Caller stated the adapter connection to the cartridge seemed crooked and difficult to attach. No adverse event reported. Requested return of the alleged device.